Manufacturer narrative:
Eval results: device history review could not be performed and no product was returned. Analysis: analysis was not performed, as no product was returned. Conclusion: since analysis and device history could not be performed, the cause of this event cannot be determined at this time with the provided info.

Event description:
Medtronic cardiovascular received info that in the past two months, this physician has seen two occurrences of dehiscence of flexible annuloplasty bands with associated u clip fracturing. Both pts were approx one to two months post surgery. It was noted that this physician does turn up the end of the u clips out and away from the leaflets after deployment, but has been using u clips for many years, and this is the first time seeing these fractures.